Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that insulin pump had unexpected restart alarm. The customer¿s blood glucose was 280 mg/dl. The customer reported that insulin pump was shutting off randomly and will not stay on. The customer reported that the alarm had come up a couple of times and it keeps showing low reservoir when the reservoir was not low. The customer reported that the alarm was recurring during normal pump use. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected restart error due to blank display.